Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 779 mg/dl while wearing the pod between 1 and 4 hours. Patient reported not feeling well and an imbalance in his sodium and potassium levels. The patient was treated with an insulin drip. The pod was removed prior to hospitalization as patient stated the pink slide on pod did not move forward. Cannula was reported to be visible. The patient was discharged after 2 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.